Event description:
It was reported that during unpackaging of the multi-link 8 stent system, the physician noted that the stent was not crimped to the balloon. The device was not used and there was no patient involvement. There was no report of a significant clinical delay in the procedure. No additional information was provided. The device was received for analysis with the stent dislodged from the stent delivery system.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned product noted blood visible on the distal shaft and in the guide wire lumen, which is consistent with handling and the stent delivery system (sds) advanced over a guide wire. The stent was returned dislodged from the sds. There was no damage noted to the stent. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. A loose stent can be affected by numerous factors including, but is not limited to, inadequate crimping during manufacturing, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling during product preparation for use, or interaction with accessory devices. The inner diameter of the protective sheath was measured and met manufacturing criteria. Additionally, the proximal and distal stent outer diameters were measured and met manufacturing criteria; however, the middle measurements were outside of the accepted manufacturing specification. Because stent outer diameter is verified 100% at the time of manufacture and units in this lot were all within the required specification, this over-sizing most likely occurred at the time of dislodgement as it is expected that the stent would expand during travel over the balloon shoulders. In this case, it is possible the stent was inadvertently handled during preparation, resulting in the stent becoming loose on the balloon. Further manipulation of the stent and sds may have contributed to the stent dislodging from the balloon. A conclusive cause for the reported loose/dislodged stent could not be determined. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. All stent delivery systems are 100% visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force.